Event description:
It was reported that the pump was repeatedly showing an occlusion error even though there was no actual occlusion present. Despite checking the tubing, cassette and setup, the error continued to occur frequently. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the pump was repeatedly showing an occlusion error even though there was no actual occlusion present and it was able to be duplicated. The reported issue was determined to be caused by a delaminated dso seal and loss of factory calibration dso data. Problem was resolved after replacement the dso seal and recalibrated dso sensor. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.